Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a predilated moderately calcified lesion (90 percent stenosis degree) in a moderately tortuous cx. The lesion could not be crossed with the device. The intervention was completed with another stent. Date of event is unknown.

Manufacturer narrative:
Combination product: yes (B)(6) 2021 - event date was (B)(6) 2021. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are bent. Stent imprints are visible in the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. The balloon is well folded and shows no signs of inflation. The proximal balloon shoulder is deformed (i.e. Compressed). Moreover, the hypotube has fractured about 303 mm distal to the kink protector. The cross-sections of the hypotube are no longer circular but compressed and the polymer coating is plastically deformed which indicates that the hypotube most probably fractured as a result of significant bending outside of the patients body. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.